Event description:
The customer reported a kink in the IV tubing that prevented the potassium secondary infusion from completing in 60 minutes. The tubing was changed and the nurse increased the programmed rate for the remaining volume. There was no pt harm and no medical intervention was required. Customer stated that no add'l pt or event details are available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.